Manufacturer narrative:
Evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation, the monitor was able to power up however there was extensive contamination found on the ca board, causing intermittent faults. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the defective monitor.

Event description:
A us distributor returned a monitor and reported monitor will not power up.